Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced elevated blood glucose (bg) levels between 500 mg/dl and 600 mg/dl. Reportedly, the user and their clinical diabetes educator determined that the bg level was caused by the cartridges. However, it was not confirmed. The user addressed bg level by using cartridges from a different lot number.